Event description:
Related manufacturer reference number: 3006705815-2022-14343. It was reported the ipg site had opened. In turn, the system was explanted because the physician stated both incision sites were infected. The patient was prescribed antibiotics to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg and lead site(s). The entire system was explanted; however, no explanted products were returned for analysis. The patient was treated with antibiotics and the infection has resolved. As a result, a device history record was performed to review and confirm the sterility of the ipg and lead(s). Based on the documents reviewed, the source of the infection remains unknown.